Event description:
It was reported that the ilet pump displayed an unreadable white screen after the user turned the pump off for approximately 3.5 hours when he ran out of insulin, after which placing the device on a charger and using the sleep/wake button restored screen function and a restart confirmed normal operation. Symptoms included hyperglycemia with a reported highest blood glucose of 298 mg/dl following consumption of carbohydrates for a perceived low and concurrent illness. Outcomes included temporary elevated glucose outside target for about 3.5 hours without medical intervention or ketone testing and without acute adverse effects. Investigation included customer troubleshooting and education to recover screen visibility and verify device functionality. Investigation of this case revealed a transient screen visibility issue resolved by charging and restart, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of insulin delivery with a transient display anomaly that resolved with standard recovery steps.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.